Manufacturer narrative:
Section b3: event date was estimated as it was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent outflow graft bend relief fenestration in response to a buildup of biological material between the bend relief and the outflow graft.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the report of a buildup of biological material between the bend relief and the outflow graft cannot be confirmed as no imaging was provided and the device remains in use. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a and the heartmate 3 patient handbook, rev. D are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024. The patient underwent outflow graft bend relief fenestration in response to a buildup of biological material between the bend relief and the outflow graft on (B)(6) 2024. The obstruction was diagnosed with a computed tomography angiography (cta). The buildup in the outflow graft was not considered a thrombus. The patient was dizzy and lightheaded. Some low flow alarms occurred after the procedure.